Event description:
It was reported that during a laparoscopic cholecystectomy procedure, three clips were fired across the cystic duct and the surgeon observed that one of the clips had scissored. They continued to use the device and completed the procedure. There was no patient consequence reported. The device was discarded at the account.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: which firing of the device did this event occur on? One out of the first three firings what vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Yes. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? Gall bladder disease what was found? Asku. Does the patient have any relevant history of surgical treatments? Asku. If so, what? Did somebody other than the primary surgeon fire the instrument? No.